Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through a CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: customer complaint, before use this batch, they found many tubes label unwrap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: customer complaint, before use this batch, they found many tubes label unwrap.